Event description:
Patient had a left l5-s1 minimally invasive lumbar fusion procedure on (B)(6) 2012. Follow up x-rays taken on (B)(6) 2012 revealed that the left l5 locking cap was loose. Surgeon revised patient by tightening up left l5 loose locking cap. During the revision procedure, surgeon noted that the right s1 locking cap appeared to be loose. After reviewing the x-rays, the surgeon could not definitively confirm the loose s1 cap. The surgeon removed 4 locking caps and 2 rods and replaced with 2 screws at l4, 2 new rods, and 6 new locking caps. Both systems used in the original implant and revision were matrix. The procedure was completed successfully. The facility discarded the removed hardware. This is the # 5 of 6 of reports submitted on this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Year of birth reported as 1978. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.